Manufacturer narrative:
This report is filed may 5, 2016. The device is currently unavailable.

Event description:
Per the surgeon, the patient's eardrum had completely "broken down" and the patient was experiencing chronic drainage. The patient was taken to the operating room (date not reported) and the site was flushed out. The drainage was managed to temporary control, however, the infection returned. Due to excessive granulation tissue and inflammation, the infection would not resolve. Subsequently on (B)(6) 2016 the device was explanted. During explantation surgery, it was noted that only half the array was in the cochlea.

Manufacturer narrative:
This report is filed june23, 2016.